Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation the scope socket was bad causing the front panel to blink and a non-olympus lamp on 500 hours required-lamp life over 500 hrs. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus that while preparing for use, lights are flashing green on the evis exera iii video system center. There were no reports of patient harm associated with this event

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the front panel was flashing due to a defective scope socket; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.